Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer was not performing the proper air removal techniques. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported that the pump battery was depleting quickly. Customer¿s blood glucose level was 407 mg/dl. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.